Event description:
The customer states that she became glassy-eyed, sweaty and clammy which are her hypoglycemia symptoms. She obtained the blood glucose result of 187 mg/dl on the accu-chek advantage system. She was given orange juice and a sugar packet which she ingested on her own. The customer felt less clammy after treatment. However she had not recovered fully. The paramedics were called. The customer's blood glucose result of 415 mg/dl on the accu-chek advantage system was compared to the professional meter result of 30 mg/dl. The results were obtained within a ten min timeframe. The customer was treated with intravenous therapy (unk contents). New system sent and return requested.